Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. A type 1a endoleak was identified at a routine follow-up visit. Patient is reported to be stable. The treatment plan is to balloon with non-compliant balloon to try to gain a few mm's of diameter to oppose wall. Secondary treatment has not yet been scheduled. No additional event or patient information is available.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Subsequent to the initial report, additional information was received reporting that the patient was treated with a noncompliant balloon to expand non-endologix stent slightly, leaving a very faint leak. No additional event or patient information is available.